Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported after the postoperative chemotherapy of cervical cancer, a small amount of fluid was leaked from the patient's puncture point, and a long-term infusion channel was established, the patient was in good condition. No other information was provided.